Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions were found: the device is missing the tissue pad, and a part of the grasping section had fallen off. Missing of the tissue pad: based on the investigation results, it is likely the reported phenomenon occurred by the following mechanism: 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out and partially peeled off. 2. The tissue pad fell off and was missing because the tissue pad added pulling load. A part of the grasping section had fallen off: based on the investigation, it was assumed that a part of the grasping section came off due to the following mechanism. 1. The tissue was grasped at the tip of the grasping section, and ultrasound was output with the probe and tissue pad in contact at the rear end of the grasping section. 2. The rear end of the tissue pad was severely worn. 3. Because the tissue pad was output when it was worn, contact marks were created on the probe due to friction between the probe and the grasping section. 4. By outputting with the rear end of the grasping section and the probe in contact, the following load was applied to the grasping section, which caused the grasping section to break at the contact trace. Ultrasonic vibration due to ultrasonic output expansion and contraction of the grasping section due to repeated heat application to the grasping section due to ultrasonic vibrations. The root cause of the reported issue could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited that the device is missing the tissue pad, and a part of the grasping section had fallen off. There was no report of patient involvement.